Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found around the bd pegasus¿ safety closed IV catheter system prn thread after opening up the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "there was black foreign matter found around the thread of prn when unpacked.".

Event description:
It was reported that black foreign matter was found around the bd pegasus¿ safety closed IV catheter system prn thread after opening up the packaging. The following information was provided by the initial reporter, translated from chinese to english: "there was black foreign matter found around the thread of prn when unpacked."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8235262 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. As per request, ftir analysis was completed on the dark material observed on the inner surface of the sample. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material has components similar to those of octyl dipropionate. Additionally the foreign material is most likely machine oil from the manufacturing, this was determined using composition testing. To address this issue our team has added baffles to our manufacturing line to block potential points of contamination, and increased the rate of line checks for debris and other foreign material.